Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, the iol haptic was found detached in the box. Additional information was later provided clarifying that iol defect occurred after the cataract removal and before iol implantation. The iol was implanted one week later.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint. The returned iol shows evidence of possible handling by the customer due to the presence of solution and how it was returned positioned incorrectly in the iol case. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify that the damage was present when opened and if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).